Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in clinic for routine check-up. The clinical specialist noted that the device exhibited post paced t-wave over-sensing. Programming changes were made to resolve the issue. The patient was in stable condition.